Event description:
Infant required a endotracheal tube (et tube) which was held in place with a neonatal et tube holder. Nurse discovered the et tube was dislodged because the et tube grip had broke. (It was found this way. The tube was not being manipulated resulting in breakage.) It appears that both of the bifurcated flex-pads had become disconnected/separated from the hook and strap unit connector pieces located on each side of the flex pads). The infant was placed on nasal CPAP and arterial blood gas (abg) test drawn. The abg results were within normal limits.